Manufacturer narrative:
(B)(4). The reported complaint of "abnormal error message on screen" was confirmed based on the customer supplied picture as the product was not returned for investigation. The picture showed an alarm banner without text. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the abnormal alarm banner. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
The report states while in use on a patient, the pump showed an "abnormal error message on screen, pump stopped pumping without alarm". As a result, the pump was exchanged for another. No patient harm or injury. A 30 second delay in therapy occurred. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
The report states while in use on a patient, the pump showed an "abnormal error message on screen, pump stopped pumping without alarm". As a result, the pump was exchanged for another. No patient harm or injury. A 30 second delay in therapy occurred. The patient status is reported as "fine".

Event description:
The report states while in use on a patient, the pump showed an "abnormal error message on screen, pump stopped pumping without alarm". As a result, the pump was exchanged for another. No patient harm or injury. A 30 second delay in therapy occurred. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a, corrected data: n/a.